Manufacturer narrative:
The device was received and evaluated for the reported issue of connection. The device was visually inspected, but nothing was noted related to the reported event. The device also underwent functional testing, leak testing, clear passage testing and clamp function testing. The outside diameter of the spike was measured and it met product specifications. The device was also used in simulation of patient use for therapy, which found no issues. The device met product specifications related to the reported event. The issue with connection could not be verified during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set would not completely connect with the patient line of the homechoice cassette. This was noted during peritoneal dialysis therapy in the hospital. There was no patient injury or medical intervention associated with this event. No additional information is available.